Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic system. The user reported feeling a slight electric shock when touching the handrail of the trolley. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, and system history. During maneuvering of the arcadis system, the user felt an electric shock when touching the handle of the trolley. Siemens service checked the trolley and carried out electrical safety tests. During the ground's measurements, it was found that the mains cable internal ground was interrupted, therefore the system could not discharge the residual energy, which could be caused by short-circuit or electrostatic effects. Additionally, it was recognized that the handle had parts where the paint was missing where the shock was felt to the user. As no residual voltage on the trolley could be measured by siemens service nor the system did not generate any error message and was fully functional no evidence for an electrical short-circuit is present. According to our system specialists, the shock that the user felt could be related to electrostatic energy. The problem was resolved by replacing the mains power cable and the missing paint was repaired by applying additional paint. The error mentioned in the complaint has not again been reported since then. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.